Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side ¿breast implant did not maintain its original position¿ which is not device related. Later patient reported ¿concerns with the product¿ and ¿rupture¿. The device remains implanted.